Manufacturer narrative:
Concomitant medical products - model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered an alert for high superior vena cava (svc) defibrillation coil impedance when the impedance level exceeded the programmed upper alert threshold. After the alert the svc coil was reprogrammed "off" for the shocking vector and the svc coil impedance has been widely variant. Additionally, there was also an alert for high rv defibrillation coil impedance when the impedance exceeded the upper programmed alert threshold. Follow up was completed with the company field representative. It was verified that reprogramming has been completed and the leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead triggered an alert for high rv tip-to-coil pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo.